Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  After opening the device, the speaker wire was unplugged and reconnected and normal device functionality was observed.  The cause of the reported issue could not be conclusively determined.   The customer received a replacement device.

Event description:
The customer reported that their device does not have any audible voice prompts when the on/off button is pressed and the device lid is opened. Without voice prompts, the device would not be able to be used on a patient, if needed. There was no report of any patient use associated with the reported issue.